Manufacturer narrative:
Sfw kit 9735736 stealth s8 ent EU-sc, version 1.3.0: a software investigation was initiated for this event and software logs were received for analysis. The logs revealed ¿[receive coil noise 0,receive coil noise 1] tool 2: [receive coil noise 0] ]¿. Hence suspecting some metal interference. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9735736, version: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that during the case the site was not able to track any instruments. All tool cards showed the yellow not verified line under the card. It was then clarified that the tool cards and instruments were verified and were actually green during the procedure, however in the tracking screen while navigating the instruments were yellow status but did not navigate on the patient. The tracker could see there was a plugged in instrument in the navigation box but could not indicate the location of the tracker. A different navigation system was used to complete the procedure. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.